Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer steerable delivery sheath. During procedure, the device was partially recaptured 3 times to get the correct angle for implanting the device. The patient's activated clotting time (act) level was 341 seconds during procedure, and 50mg of protamine was administered after the case. On (B)(6) 2022, the patient was re-hospitalized due to a pericardial effusion noted in the left side of the heart. Patient was placed on an extra 40mg of lasix to resolve the pericardial effusion. The patient status was reported as recovered.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the pericardial effusion could not be conclusively determined. Please note per the instructions for use, arten600142796 rev. C " note: the device can be partially recaptured and redeployed a maximum of three times. If the device position is still unsatisfactory, then remove and replace both the device and the sheath."

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer steerable delivery sheath. During procedure, the device was partially recaptured 3 times to get the correct angle for implanting the device. The patient's activated clotting time (act) level was 341 seconds during procedure, and 50mg of protamine was administered after the case. On 26 july 2022, the patient was re-hospitalized due to a pericardial effusion noted in the left side of the heart. Patient was placed on an extra 40mg of lasix to resolve the pericardial effusion. The patient status was reported as recovered. Subsequent to the previously filed report, additional information was received that that the physician was aware that partially recapturing the device 3 times was against the instructions for use (IFU).